Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) confirmed system was not booting up. After reviewing log file, fse found the malfunction on fan tray and dcps. Upon troubleshooting fse found that no outputs from power supply tray. The cause of the pdu (power distribution unit) failure could be determined by the supplier's part analysis and the failed component is pdu fan tray and dcps. To resolve the issue, fse replaced the pdu fan tray and dcps. After replacement of pdu fan tray and dcps, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.